Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the device allegedly had cuts on the right side port. It was further reported that the device allegedly had suction issue. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2022), g3 h11: d4, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the device allegedly had cuts on the right side port. It was further reported that the device allegedly had suction issue. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerflow implantable port attached to a catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture issue, as tears were noted on the top portion of the silicon over mold of the port body. However, the investigation is inconclusive for the reported suction issue, as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post port placement procedure, the device allegedly had cuts on the right side port. It was further reported that the device allegedly had suction issue. There was no reported patient injury.